Event description:
This report was received from (B)(4) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal freeline solo pd4 1.5 and dianeal freeline solo pd4 2.5 therapies for peritoneal dialysis (pd). On an unreported date, dianeal freeline solo pd4 1.5 and dianeal freeline solo pd4 2.5 therapies were withdrawn and the patient was placed on hemodialysis. On an unreported date, the patient experienced peritonitis. It was unknown if the patient required hospitalization or if remedial therapy was rendered. The cause of the peritonitis was not reported. The outcome of the event was unknown. A causality statement was not provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of the reported condition of peritonitis is undetermined.